Manufacturer narrative:
Submit date: 04/25/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit emitted a smoke smell when switched on. There was no patient harm and no delay in treatment.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the customer reports a smoke smell when the feeding pump is switched on. The unit was triaged and the complaint was confirmed; the gearbox smelled like smoke. The unit¿s gearbox was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.